Manufacturer narrative:
The technician inspected the bed, and found the hi/low drive on the floor, due to the spiral pin being sheared off. This allowed the shaft to separate where the crank weldment attaches to the drive. Maintenance will replace the pin to repair the bed. No information was available regarding the impact to the patient.

Event description:
Alleged the bed collapsed while a patient was in it. The patient complained of neck pain and was taken to be evaluated and x-rayed.